Manufacturer narrative:
(B)(4). The event description received from the healthcare facility states that the doctor experienced difficulties with the plunger during use; however, proceeded to continue injection. The rayner IFU includes the following statements "when depressing the plunger too much resistance could indicate a trapped lens" and "if the iol causes a blockage in the injector system, discard the injector". The available info indicates that the iol optic fracture occurred as a result of a loading error. The healthcare facility has advised rayner that the iol was explanted in the original planned surgery session. A back-up lens was not available during surgery on (B)(6) 2013 and the procedure has therefore been rescheduled. The healthcare facility has advised rayner that the procedure has been rescheduled for (B)(6) 2013. Corneal oedema and an increase in the intraocular pressure (iop) was observed post-operatively. Remedial, corrective and preventive action was taken by the healthcare facility. In order to treat corneal oedema and raised iop the pts usage of topical anti-inflammatory and anti-glaucoma medications was increased. The operating healthcare professional reports that corneal oedema has been successfully treated with "total healing" and that the pts iop is under control. Iol explantation has been attributed as the cause of corneal oedema and raised iop. Our review of production records for the sulcoflex multifocal 653f iol batch 051e23144 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex multifocal 653f iol (may 2011) was conducted in order to determine if any trends existed. This review concluded that no incidents, of a similar nature, have been received against the sulcoflex multifocal 653f iol batch 051e23144.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a sulcoflex multifocal 653f intraocular lens (iol). The event description provided states "during injection the doctor experienced difficulties with the plunger. When the iol opened in the eye the doctor observed a fracture at the iol optics center."